Event description:
It was reported that a system error (se) 2240 (air in set) occurred during use on the home choice (hc), during dwell four. The caller indicated that the home patient (hp) had disconnected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.